Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 20 cm, front-actuated grip was outside the body when the ptfe pad was peeling off and no part of the device fell off into the patient. The device was replaced with another sonic beat and the therapeutic procedure was completed. There was no patient harm/or injury reported.